Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Postoperatively the patient is receiving effective stimulation. Issue has been resolved.